Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that no actions or interventions were taken. The pump was being turned off on (B)(6) 2025. The healthcare provider reported they were unable to get the patient into the office. The patient went to the ER (emergency room) multiple times. The healthcare provider was unable to get the patient into the office. The withdrawal symptoms resolved.

Event description:
Information was received from a patient receiving dilaudid and an unknown drug via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient missed a refill due to a car accident and now they were hearing the pump alarm once every 10 minutes since maybe 3 days ago. The patient stated they usually went to their healthcare provider (hcp) once a month. The patient stated they now had someone to take them to their hcp, who was 1.5 hours away. The patient was asked if they had a personal therapy manager (ptm) and they stated no, they need one but were never given a ptm. The patient was redirected to their healthcare provider to further address pump alarm. The patient called back 6 days later and reported that their pump was empty and they have been to the hospital 2 days in a row because they are going through withdrawals. The patient was redirected to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.